Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported that the tip of the drill bit fell into the pt and was successfully removed. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to MFR for eval. Lot number info has not been provided to permit further investigation. The label for the radiolucent drill bit has a symbol which indicates "do not reuse". The investigation results indicate that the user may have contributed to this event as the device was re-used.